Manufacturer narrative:
The reported low speed/pump stoppage events were confirmed via the submitted system controller log files. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed/pump stop events cannot be conclusively determined through the evaluation of the left ventricular assist system (lvas) and the returned portion of driveline as a portion of the internal driveline was not returned for evaluation. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2016-01481. (B)(4). Approximate age of device - 3 years, 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system was producing low speed, low flow and pump stoppage alarms on a grounded power module patient cable. The patient was asymptomatic. The patient had received a percutaneous lead (driveline) replacement on (B)(6) 2016. Two log files were reviewed by the manufacturer¿s technical service representative and confirmed pump stoppages. A pump exchange was performed. No additional information was provided.